Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 5/9/2017. Device returned to manufacturer? Yes. Device evaluation: the product was returned for evaluation. Visual inspection at 10x microscope magnification was performed. The plunger and pushrod were advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to the manufacturing process. Residues of viscoelastic solution were observed on the cartridge which indicate that the unit was handled and prepared for surgical use. The lens was observed broken inside the cartridge. Dent/distortions were also observed at the cartridge tip. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the second push, before implantation, the operating room assistant discovered that the tip of the cartridge was damaged. The doctor decided not to implant the lens and took another one. There was no patient injury reported. No additional information was provided to abbott medical optics.